Event description:
It was reported that patient underwent a bilateral total knee replacement where each side was guided by the device. The knee was cut in valgus on both sides and the femur guide did not fit. The physician continued with traditional instrumentation. The event caused a delay of 8 hours. No injury or significant blood loss was reported. The physician reported there was no harm or injury to the patient.

Manufacturer narrative:
The investigation for a root cause is in progress. As soon as the investigation is concluded, a follow-up report will be submitted.